Manufacturer narrative:
The customer reported complaint could not be confirmed. One sample was returned for evaluation contained in a plastic bag without its original opened unit pack. A visual examination showed that the shape of the tubing had been altered using the stylet and the tracheal cuff was stretched over the tracheal cuff notches. The stylet wire was removed from the tubing and air was removed from the tracheal cuff body. The style wire was placed in the tubing and the returned unit was inflated. The returned unit inflated without any issue however an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit re-inflated without the stylet wire contained in the tubing. No issues were noted. The returned unit was then deflated without any restriction noted. T he returned unit was inflated/deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylet wire is contained in the tubing. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use, the cuff did not deflate fully. There was no patient involved in this event.